Manufacturer narrative:
A customer contacted resmed regarding a brand new out of box astral device that started alarming after it was plugged in. The alarm display indicated that the device was not charging. A resmed astral support representative went through the device set-up with the customer and resolved the customer issue. The device was charging normally and operating to specifications once the device was allowed to stabilize after plug in. The device was not returned to resmed for evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power fault alarm indicating it was not charging. The device was not in use when the fault occurred; therefore, there was no patient involvement.